Event description:
Customer alleges discrepant result with meter compared to lab: pt self tester calling to report that his inratio meter was reading lower than his doctor's poc meter (not inratio, type unk). Results: inratio inr = 1.8 (12pm), 4.0 (12:15pm). Md poc inr=9.0. Exact time between testing is unk, but pt brought his meter into the doctor's office for the comparison testing.

Manufacturer narrative:
Investigation pending.